Manufacturer narrative:
The associated complaint device was not returned. A review of the manufacturing records of batch 10et42513 did not reveal any abnormalities that could have contributed to the reported issue. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.

Manufacturer narrative:
Customer indicated that there is no product/device to be returned for investigation analysis.

Event description:
It was reported the patient had left hip pain and bursitis which was treated with an injection into the bursa.